Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a procedure on 02 feb 2021 and during surgery the right ventricular lead had insulation damage. The lead was extracted and replaced. There were no patient consequences.